Manufacturer narrative:
The data logs show the system was left on for a maximum of 35.5 hours and the last measured discharge (lmd) was low (<18 amp hours [ah] = failed). After installing new batteries the system went to float charge in under ten minutes. The field service representative (fsr) completed testing to the system. The unit operated to manufacturer specifications and was returned to clinical use. The event date is unknown as the log only goes back to 12-aug-2015 and the low condition started prior to this date. During laboratory evaluation, both batteries were received in a near-full charged condition. Both batteries accepted charge and met specifications for voltage and conductance. Both batteries had a tendency to keep the test platter equipment in an overcharge mode instead of switching to float mode.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch 1828100-2015-00811. The field service representative (fsr) replaced the batteries and will return the batteries for further evaluation.

Event description:
Follow-up with the medical facility regarding battery backup failures resulted in an on-site visit. During the on-site visit, the data logs were submitted for review. The review of the data logs during non-clinical activity indicated last measured discharge (lmd) is low and suggested the batteries should be replaced. There was no patient involvement.